Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be produced. Door not fully latched alarms were confirmed through the history log. Evaluation found force required to secure door with a loaded IV set is above expected levels due to cracked threaded insert oss and raised threaded insert causing separation between front case and mech assembly. Past repairs have shown this to be a known contributor to the reported symptom. The front case assembly, which contains the failed threaded insert boss and threaded insert, was replaced.